Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
Additional information (method, results, conclusions) - the complaint is confirmed for the reported vitality torque handle. During the re-calibration process, the supplier measures the torque output prior to re-calibration. This device was confirmed to be under-torquing; however, the product was not returned for evaluation. As such, a cause cannot be conclusively determined. The device was likely conforming when it left zimmer biomet's control.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.